Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing and ventricular non-sustained tachycardia (nst)=200 ms average v-cycle on (B)(6) 2011. Also, interference/noise was revealed by the ventricular short interval count v-sic=99.3 counts avg/day, in 0.92 day, between (B)(6) 2011.

Event description:
It was reported that the atrial lead had issues with varying impedance, sensing difficulty, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.